Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5075408. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 23021333.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite several reprogramming attempts. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted device components were discarded.